Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal. There was no impact to the customers blood glucose level. The customer reported that the cartridge was cracked. In addition, the customer reported that an occlusion alarm occurred shortly after. As the customer had changed out supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Reportedly, the customer no longer had the cartridge.